Event description:
IV pump was infusing antibiotic meropenum. Upon completion of time, antibiotic still had half dose still left in bag. This is one of four events with this model of baxter pump. FDA safety report ID # (B)(4).